Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The power supply unit of the subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated the subject power supply unit and found that the subject power supply unit could not start normally due to the failure of the capacitor. Also there was no short-circuit (burnt mark) inside the subject power supply unit and no disconnection of the cables, there was no abnormality on the exterior. Furthermore the power inlet and around it had no damage, there was no other abnormality. Based on the investigation, omsc surmised that the reported phenomenon was attributed to the accidental failure of the power supply unit. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of power supply unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the subject device could not be turned on. The user replaced the subject device to another device and completed the procedure.there was no report of patient injury associated with the event.